Manufacturer narrative:
The end user replaced the unit. There was no ge healthcare repair. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in low agent delivery. There was no patient involvement.